Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized and was discharged within 5 days. The same day as event onset, the patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, discontinued on unknown date) and cefazoline injection (1gm, intraperitoneal, once daily. Discontinued on unknown date) for peritonitis. At the time of this report, the patient had recovered from all the events. Pd therapy is ongoing. It was reported the retraining for patient was performed on the proper aseptic technique. No additional information is available.